Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID: 2090 programmer. (B)(4).

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event.

Event description:
It was reported there was telemetry failure. The programmer and rf (radio frequency) head were returned for repair and calibration. No patient complications were reported as a result of this event. It was further reported that manufacturer's analysis found the programmer within specification and no anomalies were found.

Manufacturer narrative:
Product event summary: the radio frequency (rf) programmer head was returned and analysis did confirm the phenomenon of telemetry failure and replaced the programmer head cable and replaced the label was well. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.